Manufacturer narrative:
Technical support (ts) advised to perform a monthly maintenance and clean all surface prepare a new kit and run 20 blanks. Customer then reported that after cleaning the instrument one came out positive. Under the molecular application support (mas) suggestion customer cleaned all the sample racks with bleach and they ran 100 blanks. Ts confirmed from logs that there were no hardware issues. Ts noticed few positive results (5) showing positive with a value of rlus between 657 and 835. Apps was onsite for the contamination issue and for running a monthly maintenance. Mas reported that the issue has been solved. Customer is working as usual with the machine. No invalid results were sent out for patients. Samples were retested on a secondary platform. Problem did not reoccur; no further issues were reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported the panther instrument had too many positive sars-cov-2 tma assay results. Technical support (ts) checked the run results and agreed that this could be a contamination.